Manufacturer narrative:
Received 1 used silicone catheter along with the drainage bag still attached only. The reported event was confirmed; however, the cause is unknown. During the visual evaluation a cuff roll was noted; however, no others defects were noted. During the functional evaluation the balloon was inflated with air and deflated, and a cuff roll was formed. Subsequently 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. It was then allowed to deflated on it's own and a cuff roll was formed. During the dimensional evaluation the active length was measured, and results are as follows: short side= 0.9105", long side=0.9145" (per dwg8040 the active length is 0.9" to 1.00"). The catheter's active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the catheter, a ridge was noticed on the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the catheter, a ridge was noticed on the catheter balloon.